Event description:
It was reported that the chamber and equipment hose of a continu-flo solution set disconnected which resulted in complete spillage of ampicillin sulbactam. This was discovered during administration. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction (no patient involvement): a2-a5 (update to n/a), b5, b6, b7, d10, f10/h6: health effect - impact codes (replace f26 with f27). B5: update "there was no report of patient injury or medical intervention associated with this event." To "there was no patient involvement." And update "during administration" to "during the preparation of the medication and purging (priming) of the equipment". H4: the device was manufactured on july 2022. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected which revealed a disconnection between the tube and the chamber. The reported condition was verified. The cause of the condition was a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.